Event description:
A customer obtained a non-reproducible, higher than expected vitros tsh result on a single patient sample while using the vitros eciq immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The original result was reported to the clinician, and a corrected report was issued. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected tsh result occurred. A definitive root cause for the event could not be determined. However, pre-analytical sample processing cannot be ruled out as contributing to the event. There is no evidence to suggest that an analyzer malfunction occurred at the time of the event. System performance was verified by processing controls and by performing a precision test.